Event description:
A pt in end stage renal disease came to the facility for an angio av dialysis shunt procedure due to a poor maturing fistula and dialysis. The fistulogram venogram was performed of the entire access and venous system of the left upper extremity. The pt had been complaining of pain of the hand, so an arteriogram was performed of the left forearm and had not evaluate the effectiveness of the fistula. A catheter was extended into the antecubital artery, and an angiogram was performed which showed only one major artery (ulnar artery) extended into the hand. Balloon dilatation was performed of the arterial anastomotic site, followed by two coils which were placed within the area of the large collateral. While deploying a 3rd coil into the vessel, it became dislodged from placement and ended up within the peripheral distal brach of the right lung base. This was documented on an x-ray, and thought would not cause any clinical symptoms or consequences to the pt who was informed of the findings, understood, and discharged without complications. No complications.

Manufacturer narrative:
Each coil is examined to ensure that the coil is not damaged. The securement of the tip weld proximal end and, if specified, end coil are confirmed by examining each under magnification and manually pulling on each junction. The device was shipped with IFU that states under the warnings section: "positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets or arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel." The coil remains in the pt and no images were provided to assist in this investigation. Although no images were received, no evidence exists to contradict this complaint. However, we have notified the appropriate individuals and we will continue to monitor for similar complaints.